Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had an under delivering alarm. Customer's blood glucose value was 2.8 mmol/l. Customer treated with carbohydrate for low blood glucose. Customer's stated that he insulin pump was giving unnecessary bolus. The product will return for the analysis.